Event description:
The customer reported that the catheter tip was damaged. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used device was returned for eval. The user did not indicate if this was the initial use of the device. The eval has not been completed. A follow up report will be submitted when the eval has been completed. Results pending completion of eval. Conclusions ¿ conclusions not yet available ¿ eval in progress.